Manufacturer narrative:
The reported guide wire and oad were received for analysis. The guide wire was engaged in the oad. The guide wire was fractured, and the spring tip was not returned. Scanning electron microscopy identified the guide wire fractured due to torsional force. There was no evidence the spring tip contacted the oad tip bushing. The root cause of the guide wire fracture was unable to be determined. The guide wire was removed from the oad with no resistance and was reloaded through the oad with no issue. The oad spun on all speeds and functioned as intended. At the conclusion of the device analysis, the reported guide wire fracture event was confirmed. The reported device stuck on wire event was unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A coronary viperwire guide wire and peripheral stealth orbital atherectomy device (oad) were selected for treatment of the posterior tibial artery in a patient classified as rutherford 6. The viperwire guide wire was placed into the second metatarsal artery. Treatment of the entire posterior artery was successful. After treatment, the oad was stuck on the viperwire, and the oad and viperwire were removed together. The viperwire was observed to be fractured, and, as the physician felt the benefit did not outweigh the risk, there was no attempt to retrieve the fragment. The fragment remained in the patient.